Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope displayed error code e216. The issue occurred during a diagnostic bronchoscopy ultrasound procedure. The intended procedure was complete with the same device. There were no reports of patient¿s harm.